Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), nj has been listed in sections manufacturer name, city, state and MFR site. (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd IV tubing set experienced air in the line. The following information was provided by the initial reporter: it was reported that the pump module had been alarming for air in line when the line was primed. The customer changed pump modules but it continued to alarm and the line needed to be changed completely. The line primed twice and a syringe was also used to clear any microbubbles but there were no bubbles noted in line during alarm. There was no patient harm. The issue was with the IV tubing, not the pump. The tubing was removed from use, new tubing was tried and had no further issues. The pump has remained in service and have not had other issues.

Event description:
It was reported that the unspecified bd IV tubing set experienced air in the line. The following information was provided by the initial reporter: it was reported that the pump module had been alarming for air in line when the line was primed. The customer changed pump modules but it continued to alarm and the line needed to be changed completely. The line primed twice and a syringe was also used to clear any microbubbles but there were no bubbles noted in line during alarm. There was no patient harm. The issue was with the IV tubing, not the pump. The tubing was removed from use, new tubing was tried and had no further issues. The pump has remained in service and have not had other issues.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-dec-2022. H6: investigation summary: one sample (model #2426-0007) was returned and investigated. It was reported that there was air in line. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused at 125 ml / hr for one hour. No air bubbles were observed during or after the infusion was completed. The failure was unable to be replicated, and the complaint could not be verified. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 could not be performed because a lot number is unknown. H3 other text : see h10.